Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, e1, e2, g3, g6, h1, h2, h3, h6, h10. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. Review of the photo provided by the hospital confirms a fractured drill bit. The fracture has occurred on the fluted portion close the shank. It is not possible from the photograph to comment on the mode of fracture as the fracture face cannot be seen. The fluted portion which has broken off is not photographed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit broke during drilling. The event occurred during surgery. Medical intervention was required. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill bit broke during drilling. The event occurred during surgery. No impact to patient was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.